Manufacturer narrative:
Analysis received the unit with a severely scratched display window. There was no audio anomaly noted. There was no moisture damage noted on electronic assembly or on motor. The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that unit has a crack screen. The customer's blood glucose was 209 mg/dl at the time of incident. The insulin pump will be returned for analysis.